Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/05/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use what is the lot number(s). Lot number is: mdh105.

Event description:
It was reported that a patient underwent a total hip procedure on (B)(6) 2018 and suture was used. During the procedure, the suture popped off the needle at the swage. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.